Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the when the ventricular assist device (vad) was implanted it was placed on a previous sewing ring from another device. There was an issue with tightening/loosening of the sewing ring and the pump dislocated. It was also noted that the patient had a hematoma in the chest. The pump and sewing ring were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sewing ring (B)(4) and its accessories were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since there is no evidence or supporting data provided. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on the available information, the reported event may be attributed to multiple factors, including, but not limited to, operational errors during implant procedure or induced damage during tightening of sewing ring screw. If information is provided in the future, a supplemental report will be issued.